Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although lot history review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the written information, it was presumed that pushing, tensile or torsional stress exceeding the product's design limit was generated by wire manipulation or wire removal performed when the wire tip was being trapped possibly by the severely calcified lesion. That excess stress was assumed to have contributed to the reported wire fracture. Coils were assumed to elongate by tensile stress generated with wire removal. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
According to a case report titled "retrieval of a fractured angioplasty guidewire after percutaneous retrograde revascularization of coronary chronic total occlusion" in coronary artery disease 2018, 29:81-82, an asahi guide wire becamse separated during a pci to treat a severely calcified cto in the rca. The wire fragment was left in situ. It was written as follows: "a chronic total occlusion of the proximal right coronary artery (rca) with contralateral collateralization by left anterior descending and thread-like continuous connection was recanalized electively in a (B)(6)-year-old patient suffering from angina pectoris canadian cardiovascular society grade iii. The collateral branch was tracked and entered with a whisper ms (abbott vascular, santa clara, california, USA) and corsair microcatheter (asahi intec, aichi, japan) and septal collateral passage was performed by a sionblack (asahi intec). A change to gaia 3 (asahi intec) was performed, which could be protruded from the middle to the proximal rca. During the complex procedure, the end of the wire gets entangled in the heavily calcified vessel, twisted and broke after pulling (fig. 1a, arrow). Computed tomography angiography showed the residual broken guidewire in the rca, with retrograde expansion to the ostium of the left coronary artery (fig. 1b and c). Wire strings continued from the thoracic to the abdominal aorta with multiple loops and ends up in arteria intervertebralis cranial of the arteria renalis (fig. 1d). Subsequently, it was tried to catch the wire with a 20-mm loop-snare, which was used in a retrograde [?]hotwire technique'. Our chosen term 'hotwire technique' was inspired by a famous game of skill and coordination, which requires to guide the metal wand (snare loop) around the wire circuit (broken guidewire filament). An emerge balloon 3.0/15 mm (boston scientific, marlborough, minnesota, USA) was inflated, to jail the broken guidewire (fig. 2a). Afterwards the snare was pulled with appropriate force and the wire teared of (hash). Finally, parts of the broken wire remained in situ in septal branches of left anterior descending and rca, whereas no further wire parts were found in the left main trunk and the aorta (fig. 1e and f). Twisted wire filaments could be visualized after retrieval (fig. 2b). A retained guidewire in the aorta might be complicated by thrombosis, emboli, or endocarditis and should be removed [1]. The risk of guidewire fracture rate is increased in complex interventions with tortuous and calcified vessels such as chronic total occlusions. Retrieval can be attempted either with percutaneous techniques [2] or with surgery [3]. However, retained fractured guidewires rarely leads to any clinical sequelae. For this instance, we have decided for a conservative approach due to lack of any cardiovascular symptoms and clinical stability. The patient was discharged with recommendation of dual antiplatelet therapy with aspirin and ticagrelor and was free of clinical symptoms and thromboembolic events after a follow-up period of 6 months."